Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the patient experienced bilateral capsular contracture; baker grade IV on her left, and ii on the right along with left side rupture. The patient was replaced with non-mentor natrelle devices on (B)(6) 2021. This supplemental medwatch report is for the patient¿s left-sided device. Right side issue is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. However, a photo of the device was provided, and the analysis of this photo was completed on (B)(6) 2021. Upon visual evaluation of the image provided in the complaint, during the breast revision, one part of the implant was observed possibly ruptured. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Per mentor instructions for use (IFU), these devices are for single use only and should not be re-implanted. Re-use includes a risk of infection (microbial as well as viruses and transmissible agents) as well as immune responses. The sterility of the device can no longer be guaranteed. Therefore, the device was used in an off-label manner. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device and no non-conformance's were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent revision breast augmentation with a 350cc mentor memorygel breast implant and experienced breast implant rupture, and capsular contracture; baker grade IV on her left side postoperatively. From available information, the left implant was re-implanted during bilateral breast revision surgery in 2019. The patient underwent bilateral explantation and replacement with mentor gel implants on (B)(6) 2021.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture, capsular contracture; baker grade IV, off-label use. Manufacturer¿s reference number: (B)(4).